Manufacturer narrative:
(Required intervention) - evaluation results: (death), (small calcified vessels, angulated aortic neck, endoleak originating from previously implanted stents), (previously implanted stents).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an endoleak related to another manufacturer's device. The vessels were moderately tortuous, narrow measuring 8 mm in diameter with mild calcification. The aortic neck had an angulation of 60 degrees. A few years ago, a dacron graft was implanted for treatment of a ruptured iliac artery aneurysm which currently has an endoleak. The patient had returned approximately 1 year ago and additional covered stents from another manufacturer were implanted. It was reported that the left common iliac artery aneurysm was 7 cm in diameter. A recent CT demonstrated that there was a type 1 endoleak coming from the covered stent. The physician first placed a 10x37 balloon expandable stent to resolve the endoleak, however the endoleak continued. Then the physician placed a cook converter 24x12; however, there was still a type 1 endoleak. The physician then inserted an aneurx aortic cuff. The physician believes that during the advancement of the delivery catheter, it got caught on the previously placed stents and could not be advanced and the vessel wall was perforated in the process. The aneurx stent graft delivery system was removed from the patient and it was kinked. The physician performed a cut down to gain access to the external iliac and attempted to straighten the vessel with his hand; however this technique did not work. The physician elected to convert the patient to an open repair. The patient expired later that night. It is not possible to determine exactly where the trauma to the vessel was; however, the physician believes it was where the stents and the native vessel meet. No additional information was provided.